Manufacturer narrative:
(B)(4) - above rated burst pressure. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The deflation difficulty could not be tested due to device damaged condition. The definitive cause of the reported deflation difficulty could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on all the information reviewed and the return analysis, there is no indication of a product deficiency. It should be noted that the trek rx instructions for use (IFU) warns that the balloon pressure should not exceed the rated burst pressure. The IFU deviation did not appear to cause or contribute to the deflation difficulty.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, heavily calcified, 98% stenosed distal right coronary artery. The 3.5x20 mm trek balloon was advanced without resistance and inflated twice at 18 atmospheres at the lesion; however, the balloon would not deflate at all. The balloon catheter was retracted from the lesion fully inflated and became stuck in the introducer sheath. The introducer sheath and the balloon catheter were removed together as a unit. Another 3.5x20 mm trek balloon catheter was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.